Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
This event was determined to be a duplicate of another event reported under 9617613-2013-01486. Refer to this report for any further updates.